Manufacturer narrative:
The device was received and evaluated. No alarms, timeouts, nor drive stalls were observed in the data. No damages were observed to the device that would cause a failure to deliver insulin.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose (bg) read "high" (>27.8 mmol/l) (>500mg/dl) while wearing the pod for less than an hour. The patient was monitored and treated with manual insulin injections at the hospital. The patient was released after 7 hours and was instructed to give manual insulin injections as needed and a temporary basal was set.